Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that when opening the thread, there was no thread and no needle in the packaging. Further information has not been received.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample with an empty race-pack (no thread or needle) and 5 closed samples. We have checked visually the open and empty sample received, but we could not see if there were marks of the thread or needle. Tightness test to the closed samples received has been performed and the units are tight. All closed samples have thread and needle. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is a failure in production, the involved unit was not discarded as defective by the operators. However, considering that only one unit has been found and that there are no previous complaints of this code batch, we consider it an isolated event. Final conclusion: considering that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.